Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device connector pins were pushed back. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to use error due to not aligning the connector properly before plugging it in. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device displayed an e8 error code. It was further reported that during testing of the device, it was observed that the device only ran for a short time and then started to lose power for a few seconds to 47,000 rotations per minute, and then displayed an e8 error code. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.